Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not working was not confirmed. A review of the downloaded log file spanned approximately 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The no external power alarm was active from the start of the log file due to bus voltage diminishing to ~1v. The alarm lasted until (B)(6) 2020 at 03:22 when the white power cable was connected to a battery. The backup battery fault alarm activated on (B)(6) 2020 at 11:26 due to a failed load test. The backup battery failed the load test due to the unloaded voltage being under the allowed threshold. When the load test failed, the loaded voltage measured ~11.96v and the unloaded voltage measured ~0.26v. The alarm remained active until the driveline was disconnected at 11:37 for a controller exchange. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis despite the dim led and slightly high resistances. The controller was able to support pump function for an extended period of time. No alarms were reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was not working. The controller was exchanged and the patient received a new controller.